Event description:
It was reported that a spectrum infusion pump constantly alarmed upstream occlusion during therapy. There was no pt involvement.

Manufacturer narrative:
(B)(4). The device was returned to baxter and an eval was performed. The eval confirmed (through the history log) but did not reproduce the constant upstream occlusion alarm. The device passed all occlusion testing. The device was reworked to ensure continued accurate occlusion detection.